Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received excessive no delivery alarms. The customer reported blood glucose levels in the 400mg/dl range. It was also mentioned that the customer had kinks in their tubing. Customer declined troubleshooting. No additional information is provided.